Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact support if any malfunction codes appear again.